Event description:
It was reported that a patient experienced a shocking or jolting sensation. It was reported that the shocking originated at the implantable neurostimulator (ins) site and went down their arm area into their chest. It was reported that a physician had two patient's experiencing this and one patient had this occurring more frequently than the other. There was no information provided distinguishing one patient from the other. It was unknown if the shocking was related to movement or if it could be re-created. It was noted that there was no other therapy issues. It was unknown how long this had been going on, but the caller thought it had been "a couple of months". It was noted that both patients had "old extension connectors". It was reported that impedances were normal. Additional information received reported that the reporter spoke with the physician who was continuing to troubleshoot with the patient to make sure it was an ongoing problem. No additional information was received. It was reported that there were two patients with the same problem. There was no additional information to distinguish the patients. Refer to manufacturer report #3007566237-2014-00015 for information on the second patient.

Manufacturer narrative:
Concomitant medical products: product ID: 7482, serial# unknown, product type: extension. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).